Event description:
It was reported that a tir20 and a tim20 were used during an unk procedure. It was reported by the affiliate that the clips would not deliver (feed). The tim20 will not be returned. There was no consequence to the pt.